Event description:
Consumer reported complaint for pen needle. Intern at the pharmacy is calling on behalf of the customer. The customer returned seven pen needles to the pharmacy, six do not have needles and on one the needle was broken. The customer did not claim to have been injured while using the product and did not have to seek any medical intervention. The customer had noticed the broken pen needle before attempting to use it.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Seven (7) pen needles returned. Defect was detected. Most likely underlying root cause: rc-041-user/mechanical stress. Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - able to establish contact with pharmacy and products were returned.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #(B)(4). Returned product, but no evaluation available yet. Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - able to establish contact with pharmacy who indicated that will return product for evaluation.

Event description:
Consumer reported complaint for pen needle. Intern at the pharmacy is calling on behalf of the customer. The customer returned seven pen needles to the pharmacy, six do not have needles and on one the needle was broken. The customer did not claim to have been injured while using the product and did not have to seek any medical intervention. The customer had noticed the broken pen needle before attempting to use it.